Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, ts observed noise on all the lead channels which led to the ICD device delivering inappropriate anti-tachycardia pacing (atp) therapy. Ts determined the noise on the channels was oversensed and appeared to be electromagnetic interference (emi) in nature. Ts discussed troubleshooting options with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.